Event description:
It was reported that noise resulting in oversensing was observed on the right ventricular (rv) lead. X-ray imaging was performed and no anomalies were observed. No additional intervention was performed to resolve the event. The patient was in stable condition and will continue to be monitored.